Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer went to the emergency room with a blood glucose (bg) level of "high"; although specific value was not provided. Customer delivered a bolus via the pump prior to the ER visit and was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.